Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. It was unable to confirmed e70 error alarm due to erased history file. The motor was tested outside the device and passed. It may have had an intermittent failure that was not detected during our testing. Unit received with minor scratches on display window.

Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. No additional information was provided.